Event description:
Camera failed american college of radiology (acr). Brought in service provider. Did not pass initial evaluation, problems with collimator, could not merge images. Replaced a switch, repeated preventive maintenance (pm) and passed. Ran head uniformity correction test-passed. Camera put back in service. It is a recommended frequency changing pm date to prior to acr but not shifting frequency per centers for medicaid services (cms). Still following manufacturer's recommendation on pm but will change pm to align better with acr.